Event description:
During procedure, the catheter (lot fa62396) began producing "unclear" signals, the cable was changed by the staff, but the image quality did not improve so the catheter had to be changed out (lots fa62419 and fa62375 which both worked appropriately). There was no known harm to the patient.